Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed shock impedance measurements of greater than 200 ohms in all shocking configurations. The pacing impedance was reported to be normal. Boston scientific technical services discussed additional testing and trouble-shooting options with the clinician. The system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.